Event description:
The service repair technician reported that during routine preventative maintenance (pm) of the device at the service center, the air flow sensor retaining mechanism was broken. There was no patient involvement.

Manufacturer narrative:
The complaint was verified by visual inspection of the broken latch by the service repair technician (srt). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will filed accordingly.